Manufacturer narrative:
The device was returned for analysis. The imaging window was observed detached near the lapjoint. Function testing could not be performed due to the device condition. During microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
Reportable based on analysis completed on 21oct2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous, severely calcified left anterior descending artery. An opticross imaging catheter was selected for use. During the procedure, it was noted that the physician could not pass through the angle due to the resistance. The procedure was completed with a different device. No patient complications were reported. However, device analysis noted the imaging window was detached from the lapjoint.